Manufacturer narrative:
Investigation: bd received 3 unused insyte autoguard 20 gauge units from lot 8262697. Two were returned in opened packages and one unit was still in its original packaging. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed excess silicone lube on the shaft of catheter tubing for the two opened packages as well as fibers attached to the lube. The third unit appeared to have excess silicone lube as well as a piece of white particulate. The white particulate was identified to be porous plug shavings. The fibers on the other two units could not be identified and since the units were returned in opened packages an exact cause for these fibers could not be determined. The porous plug shavings were the result of the manufacturing process. Silicone lube was used during the manufacturing process to reduce the amount of insertion and threading force required for use. Excess lube can cause foreign matter created by the manufacturing process to become attached the tubing. Based off the visual inspection the engineer was able to verify the reported issue.

Event description:
It was reported that there was foreign matter around the catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was brought to our attention today that prior to use a nurse noticed what appears to be plastic fragments around the IV catheter. We are sending back today the 1 syringe noted with plastic fragments and 2 additional syringes from same lot. All packaging has been opened however not used.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter around the catheter with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter: it was brought to our attention today that prior to use a nurse noticed what appears to be plastic fragments around the IV catheter. We are sending back today the 1 syringe noted with plastic fragments and 2 additional syringes from same lot. All packaging has been opened however not used.